Event description:
An alaris pump malfunctioned while a patient was receiving a heparin drip. The medication free flowed in less than 2 hours. The infusion rate had been set at 32 ml/hour or 15 u/kg/hr. Attempts were made to pause the infusion but the pump continued to flow. Staff stopped the infusion and sequestered the equipment. No harm noted to the patient. The patient did receive protamine once as an anticoagulant reversal. Bd was notified by our biomed department. After identifying the over-infusion, a ppt was drawn and found to be >240. This test was performed at 14:15. Protomine was given. A recheck of the ptt at 15:46 was found to be 29.5. FDA safety report ID # (B)(4).